Event description:
User called to inquire about ventilation requirements when working with cidex opa. States that pt has astham and is experiencing respiratory symptoms when working with the solution.